Manufacturer narrative:
The technician found the head high/low section of the bed is not lowering. He replaced the high/low valve to repair the bed.

Event description:
Information received indicates the bed will no go into trendelenburg nor will the bed go flat.